Manufacturer narrative:
E1: address line 1 (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The downstream occlusion (dso) sensor was defective. The dso sensor was replaced.

Event description:
It was reported that the pump did not stop beeping. There was unknown patient involvement.